Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with a fever. Imaging showed a large vegetation growth on the leadless pacemaker (lp). A procedure was performed to remove the vegetation and explant the lp. It was noted that the patient was pacemaker dependent and a temporary pacemaker was used. The patient was prescribed antibiotics and was recovering well post procedure.